Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Corrective actions are in process.

Event description:
The account alleges that the stylet could not be passed through the catheter and got stuck at the hub. The unit was replaced and successfully allowed for the passing through of a stylet. No patient injury to report.